Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a shoulder scope procedure, the tip of the anchor broke upon insertion. The anchor was removed from the patient. A new bone hole was drilled and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The anchor was not returned, only the inserter. Visual assessment of the device showed the nose cone, sliding ring and spring have come free from the handle. Examination of the nose cone confirmed the tabs that interface with the handle have broken off. The condition of the inserter is consistent with excessive force being applied during use. Use error cannot be ruled out as a contributory factor.